Event description:
A dialysis home pt reported system error 2240 alarm in drain 2/5 during treatment using homechoice device. The home pt noted the pt line of the homechoice set became disconnected from the pt's transfer set while she was asleep. The pt stated she thought the connection was secure at set up. The home pt discontinued treatment at the time of the alarm and discarded the samples. The home pt went to the unit the following day and rec'd prophylactic antibiotics. The home pt reported no pt injury associated with this incident.